Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device tore following multiple insertions in and out of the sleeves. The case was completed with a like device with no patient consequence.